Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used on a mucosectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip failed to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device found that the clip assembly was detached from the bushing, but still attached to the control wire via the tension breaker and yoke. The prongs were not locked into the capsule. The prongs could not be opened and were not locked onto the capsule, but the control wire could be actuated and the clip assembly deployed. Two clicks were heard and a kink in the control wire near the distal end was noted. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and the review shows that all acceptance records demonstrate that the device was manufactured in accordance with device master record.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used on a mucosectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip failed to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.